Event description:
It was reported that the healing abutment fractured on implant site #19. The threads remained inside the implant and the cap came out. Bone loss was present on mesial part of the implant and it was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Email address unknown / not provided. Unknown zd healing abutment, unknown lot number. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331. One (1) imp,tsv,4.7,11.5,mtx,mg (tsvtwb11) was reported for bone loss. The product was returned for investigation. Visual evaluation identified bone debris on the external threads within the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Additionally, similar complaints for bone loss related problems have been previously investigated. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. A complaint history review by item number was conducted for the tsvtwb11 dating back to 12 months prior to the notification date. There were no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported events. The complaint is related to the functional performance of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Therefore, the reported events could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading and used outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.